Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with a fully formed staple at the front of the device. The stapler was returned with the trigger engaged, and there were signs of biological material on the device. The stapler was received with 14 staples left in the cartridge, indicating at least 21 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The stapler was returned with a fully formed staple loaded at the front of the device. Upon full engagement of the trigger, the fully formed staple released in the air. Another fire was made in the air, the staple fully formed and released correctly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. The reported complaint of " misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler (not firing) during use on patient". At the time of this report, the customer has not returned our requests for additional information.